Event description:
Based on additional info received on (B)(6) 2014, the case was upgraded from non-serious to serious because the pt required intervention for the event of a lot of pain. This unsolicited device case from (B)(4) was received on (B)(6) 2014 from a consumer (patient). This case concerns a (B)(6) year old female pt who experienced reduced cartilage of varying degrees in the knees, a lot of pain and no benefit at all yet after receiving treatment with synvisc-one. No past drugs, medical history, concomitant medications or concurrent condition was reported. On (B)(6) 2014, the pt received treatment with intra-articular synvisc-one injection once (dose, batch/lot number and expiration date: unk) into unspecified knee for an unk indication. On an unk date in (B)(6) 2014 (2 weeks later), the pt received synvisc-one injection in the second knee. It was reported that the pt received no benefit at all after receiving synvisc-one injection. On an unk date, the pt still felt a lot of pain. Also, it was reported that an MRI (magnetic resonance imaging) was performed that showed reduced cartilage of varying degrees in the knees. Patient also stated that she still feels a lot of pain and she had an injection of cortisone in her knee (unspecified knee) last week but the pain is still not recovered. Corrective treatment: cortisone for a lot of pain and not reported for reduced cartilage of varying degrees in the knees and no benefit at all yet. Outcome: not recovered/ not resolved for a lot of pain and unknown for reduced cartilage of varying degrees in the knees.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for a lot of pain. Additional information was received on (B)(4) 2014. The global ptc number and the results were added. The text was amended accordingly. Additional information was received on (B)(6) 2014. The case was upgraded from non-serious to serious because the patient required intervention for the event of a lot of pain. Patient's clinical course and event "a lot of pain" outcome updated from unknown to not recovered/ not resolved. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the causal role of synvisc one cannot be excluded for the) occurrence of a lot of pain; however, the lack of information regarding the medical history and concomitant medication details of the patient precludes the complete case assessment.